Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during rewind due to motor encoder signal out of phase. Insulin pump was unable to perform rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. Insulin pump received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer received a motion sensor test failure alarm. The customer also stated there were other motion sensor test failure alarms in the insulin pump's alarm history. The customer's blood glucose was normal and did not require medical treatment. Advised customer to return the insulin pump. Nothing further reported.